Event description:
It was reported that the upper half of the ilet touchscreen became unresponsive, leaving the user stuck in the insulin history menu and preventing acceptance of a firmware update; the affected component was the touchscreen and the device problem aligned with a fracture-type screen failure, so a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions, and the user reported blood glucose remained unaffected. Outcomes included no health consequences or impact. Investigation included user communications and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen consistent with a fracture-type failure mode. The user was advised on device shutdown and data syncing, and continued cgm use with dexcom was acceptable. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.